Event description:
Patient scheduled for a robotic assisted laparoscopic sigmoid colectomy and bilateral ureteral stent placement. The colorectal portion of the procedure was completed without incident. For the ureteral stent placement under fluoroscopic guidance, an open end flexi tip ureteral catheter ref 021306, ref g14808, lot 15679875 was opened to the scrub. The scrub gave this stent to the surgeon. As per usual process, the stent was visually inspected and did not appear damaged. The surgeon inserted the stent into the ureter, but was unable push contrast through via syringe. Surgeon attempted to use a guidewire through, but also met resistance. The surgeon removed the stent and saw that the distal end was sealed off and slightly misshapen, as if it was improperly shaped/sealed/trimmed during manufacturing process. The defect was only noticeable when looking directly through the opening of the stent. Surgeon assessed the patient and noted a small pinhole in the wall of the ureter potentially caused by the defective stent. Plan of care was adjusted and an alternative stent was placed.